Manufacturer narrative:
Combination product: yes.

Event description:
Ra and rv leads had noise resulting in inappropriate shocks on (B)(6) 2025 and (B)(6) 2025. Entire system was explanted and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 15 cm distal to the is-1 connector pin. The proximal and medial fragment were received for analysis. The distal fragment including the rv shock coil and lead tip was not returned for analysis. The returned lead fragments were analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.